Event description:
Customer called to report that the sensor on the insulin pump had no electrode. Customer stated that after two hours of use the sensor connection failed. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and or used sensor was inspected and found sensor cannula was bent inside sensor base, unable to confirm if customer received it in said condition due to it was returned opened and used.